Event description:
It was reported that intermittent occlusion alarms occurred.there was no adverse impact on the customer's blood glucose levels. To resolve the occlusion issues, the customer replaced the infusion set and cartridge and resumed insulin.